Event description:
It was reported that the spinal cord stimulator (scs) patient experienced difficulty charging their implantable pulse generator (ipg) and extended ipg charging time. The patient indicates she would get headaches when charging. A database analysis was performed and determined that the ipg is depleting at a faster rate than expected.